Event description:
During a cataract extraction procedure, the surgeon reported multiple corneal burns on different dates with different handpieces. Through follow up, the surgery center indicated there was 4 corneal burns. Two corneal burns required 10-0 nylon sutures. The account was able to complete the procedure and expected outcome is patients will do well. The dates of the incidents were (B)(6) 2015. The account did not indicate which patient required the surgical intervention (sutures) and did not indicate gender and age. No additional information was provided. This is four of four reports.

Manufacturer narrative:
Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. Additional concomitant medical products are ellips handpiece serial no: (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss performed a system check to attempt to replicate possible irrigation and/or phaco power irregularities. The fss tested the customer¿s five handpieces. All 5 handpieces passed the prime and tune cycles during the self-test. The phaco powers on the handpieces were all within specifications. The fss ran an initial system check list to check for any issues with the system. The continuous irrigation feature was tested for on/off several times and is working as intended. The irrigation passed through both needle ports. The fse was unable to reproduce any issues with the system. In addition, the fss performed an annual preventative maintenance (pm). As part of the preventative maintenance, the batteries, base battery, foot switch, remote and front panel coin battery were replaced. The bios setting were checked. The touch screen was calibrated and the footpedal switch was tested. The filters were replaced. The power supply fan filters were cleaned and the pinch rollers o-rings were replaced. All calibrations, o-ring and filters replacements were part of the pm. The fss performed a field service checklist. The fss was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.